Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: stomach') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), headache ("migraines/headaches") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed) (per pfs)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, migraine, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, fungal infection, headache and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Patient received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new event vaginal infection was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: stomach") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In november 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection") and headache ("migraines/headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) (per pfs)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, migraine, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, fungal infection and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events menorrhagia, urinary tract infection , yeasts infection, headaches, device dislocation are added. Lot number added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: stomach") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection") and headache ("migraines/headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) (per pfs)). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, migraine, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, fungal infection and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a procedure to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.